Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the customer installed old batteries in the pump and was advised to install new batteries. The pump did not alarm when the new batteries were installed. Customer declined to troubleshoot for high blood glucose.